Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a monopolar cable w/lg pin, 10 feet (item # us354) was used in a case on (B)(6) 2022. According to the complainant, the surgical technician added the cord to the device, and then the surgeon placed in position and stepped on the foot pedal. Reportedly, the device immediately popped, with smoke and flames observed. The cord fell from the hub. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of this event. The malfunction is filed under aic reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the complaint device was returned to the manufacturer for evaluation. Visual inspection demonstrated failure of the cord at female end as the plug was detached from the cord. The detached plug was not returned however the fracture point of the cord shows signs of distortion, potentially from mishandling. The exposed wires appear oxidized and wire casing appears thinned and burnt. The wire appears well used and the male end of the cord has wear marks consistent with repeated use. It's possible that the cord was likely used beyond life expectancy, however, without any lot number we are unable to confirm the age of the cord. Given the condition of the cord, the most likely root cause of this complaint is due to misuse. Repeated improper use would increase the likelihood of this type of failure. Based on this evaluation, there does not appear to be any defect in design, materials or workmanship.

Event description:
Investigation complete.